Manufacturer narrative:
(B)(4). After further review the damage to the trigger insert teeth was found to be evidence that the failure of the anti-backup feature was a result of user technique; attempting to stop the firing sequence and pull the trigger open. Please note the instructions for use indicate the firing cycle must be completed by squeezing the trigger until it stops against the handle.

Manufacturer narrative:
(B)(4). Empty the analysis results found that device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. The failure of the anti-backup feature is unrelated to the reported malformed clips. The remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the trigger insert teeth were noted damaged leading the found antibackup failure. It could not be determined what may have caused this condition. Anti backup. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips only closed in front; at the back they were open. Another device was used to complete the procedure. There were no adverse consequences for the patient.